Event description:
Dear FDA team, I am writing to bring an urgent matter to your attention regarding the sale of a non-compliant oxygen concentrator on the amazon platform. It has come to my knowledge that this listing has caused serious medical incidents and poses a significant risk to public health and safety. The website link is: https://www.amazon.com/dp/b0ctqq1wsb the oxygen concentrator in question, which is being sold without the necessary compliance certification, fails to meet the required safety standards for medical devices. I have personally witnessed the detrimental effects of this non-compliant oxygen concentrator. The device not only fails to provide the required oxygen concentration, but it also malfunctions frequently, leading to life-threatening situations. This is a clear violation of the regulations set forth by the FDA to ensure the safety and efficacy of medical devices available to the public. Moreover, the seller responsible for this listing has shown a complete disregard for the well-being of consumers. They have failed to provide any valid compliance certificates or documentation to verify the safety and quality of the product. This is not only a violation of the trust placed in them as a seller but also a violation of the regulations set by the FDA and other regulatory bodies. I kindly request that the FDA takes immediate and decisive action to investigate this matter thoroughly. It is crucial that the non-compliant oxygen concentrator is removed from the amazon platform to prevent further harm and protect the health and safety of consumers. Additionally, I urge the FDA to hold the seller accountable for their actions and ensure that appropriate penalties are imposed to deter similar misconduct in the future. I understand the importance of your work in safeguarding public health and ensuring the safety of medical devices. Your swift intervention in this matter will not only protect vulnerable individuals in need of oxygen concentrators but also send a strong message to sellers and platforms that non-compliance with safety regulations will not be tolerated. I am confident that through your prompt action, we can prevent further harm and protect the welfare of individuals relying on these life-saving devices.